Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that he had disconnected from the hc during dwell 1 and 2 but not 3. The hp stated he only uses 1 bag on the set up and that 3 lines are not used. The hp confirmed all 3 clamps were closed. The batch review was not performed because the lot number is unknown. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 5. The hp stated that he had disconnected from the hc during dwell 1 and 2 but not 3. The hp stated he only uses 1 bag on the set up and that 3 lines are not used. The hp confirmed all 3 clamps were closed. The technical service representative (tsr) assisted the hp to cycle power to end therapy. The hp confirmed he would notify the peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.